Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. From the provided fluoro images, a set screw on the bottom right level of the construct is loose. The rod captured by this set screw has slipped off. It is possible that the set screw in the adjacent level has loosened as well; however, it cannot be confirmed based on images. In the event that a set screw loosens or disengages, it is possible that the set screw may have been under torqued upon index surgery. It is also possible that the rod was not fully seated upon index surgery. Either of the latter situations may have caused the capture strength of the set screw/ tulip locking mechanism to weaken upon loading and dynamic motion over the 4 to 6-month time period. A weakened locking mechanism could have led to the set screw loosening from the tulip. The rod slippage could have resulted from the weakened capture mechanism. However, as the parts were not available, the set screws could not be inspected to reach a conclusive root cause. No visual abnormalities can be seen in everest polyaxial screws in the fluoro images provided. B.4. Corrected from screw fracture to set screw backout. B.5. Corrected to reflect that set screws backed out. D4. From catalog # 2911-07550 to 2901-10001 and updated to appropriate UDI#.

Event description:
Physician reported that 2 everest atr set screws backed-out, loosened, disengaged approximately 4 to 6 months postoperatively. The set screws are retained in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a screw backed-out, loosened, disengaged approximately 4 to 6 months post-operatively. The screw is retained in the patient.